Event description:
In 2006, it was reported to boston scientific corporation, that a procedure using a flexima biliary stent system occurred. According to the complainant, an attempt was made to advance the device using a .025" jagwire. Strong resistance was felt when pulling the guide catheter. The guide catheter tore; no fragment was left inside the body. This procedure was completed using another device (manufacturer unknown). There were no complications and the patient's condition was reported as "ok."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. A visual evaluation found that the guide catheter had been torn in two pieces. Both pieces were found to either be stretched or accordioned. A functional evaluation attempted to remove the guidewire that was inside the proximal broken piece, but the attempt made the catheter accordion more. The extrusion of the guide catheter was collapsed on the guidewire, causing retraction to be impossible.